Manufacturer narrative:
The screw and the securing element on the concerned units were replaced. Siemens initiated recall res# 94948, which was submitted to the FDA on 07/05/2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is on-going. The root cause will be communicated via the corrective action res# 94948. Corrective and preventative actions via resolution updates xp018/24/s and xp019/24/s will be provided to the affected customers. These updates are anticipated to be released in september 2024. No supplemental report for this complaint will be submitted to the FDA as the investigation results and the root cause will be provided via the corrective action res# 94948.

Event description:
Siemens became aware of issues on-site with the installation of the display ceiling suspension on the luminos agile max system. No further information about the reported has been provided. There are no injuries related to this event. Siemens has requested additional information.